Manufacturer narrative:
Other, other text: device evaluation- one device sample was returned for evaluation. The device was visually inspected; this showed the tube arch height was slightly outside of specifications. The device was given functional testing: this showed the device performed as expected with no pump alarms occurring. The reported issue was not confirmed.

Event description:
Information was received indicating that during use of a smiths medical cadd cassette reservoir, a no disposable, clamp tubing alarm was issued. Subsequently, the customer replaced the product with another one. No patient consequences were reported. No adverse effects were reported.